Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding an event that occurred during a spinal fusion procedure on a patient diagnosed with aas. It was also reported that during drilling and tapping of a screw, it did not enter to the end, it idled and broke the bone. Event occurred on (B)(6) 2020 and the manufacturer representative was notified on the same date. Request was made to return the driver and the screw will not be returned since it remains in the patient. No patient injury / complication was reported.